Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported blank screen, which was confirmed through visual review. Visual inspection found the cause was a damaged screen. The liquid crystal display screen was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.